Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on communication bus. A field service engineer replaced bus communication cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer did not detect on communication bus, preventing user from removing the required medications. The customer stated that user had to retrieve the required medications from the nearby station, causing delay in patient care. There were no adverse events or injuries reported based on this event.